Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the provided image was able to confirm a disassociation event. The root cause could not be confirmed. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During today's procedure, (B)(6) 2020, the exchange of two components implanted in the patient n.s. Was performed. It was requested that the two implants removed be sent for analysis, as they had a defect after surgery. Attached are pictures of the implants: poly insert and femoral head.